Event description:
Additional information reported that the patient experienced ¿a little discomfort¿ in the area of the implantable neurostimulator (ins). It was noted that the patient¿s program had been changed twice because the therapy was not helping. The patient did discuss this issue with their healthcare professional (hcp). If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated that the device was reprogrammed. It was unclear when this occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the therapy had 'never' worked for the patient since implant. It was noted that the patient let his doctor know about therapy having no effect and they had discussed removing the device. It was also reported that the patient had a 'dull ache' at the pocket site since implant. It was noted that the pocket site was not red, swollen, or sore to the touch, and the patient's doctor could not find a reason for patient's pain. Supplemental information received reported that the patient's device had not helped and it had been a wash since he got it. It was noted that MRI compatibility guidelines were requested regarding an MRI of the patient's hip. Further information received reported that the patient was still having concerns regarding his device/therapy, but was working with this doctor or manufacturer representative. It was indicated to the patient that 'there is not much more they can do.' It was noted that the patient was going to have the implant explanted because it hurt, could not have an MRI, and the patient felt he was better without. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v268042, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that no interventions were planned or taken. It was noted that there was a loss of therapeutic benefit. Additional information received reported that the patient tried to increase stimulation with no results and had also tried all 4 programs with no results. It was noted that the patient was going to see their hcp on 2014 (B)(6) to determine what the next steps were. The patient indicated that their manufacturer representative indicated that the new device would be the size of a dime.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that there was no problem with the implantable neurostimulator (ins) device and that the patient felt like they didn¿t want it anymore. The patient felt like the device was not giving them what they wanted and asked to have the ins removed. It was reported that the patient subsequently canceled the explantation. The physician believed that this was a problem with the patient¿s expectations with the device. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was not working and it was almost the same having it shut off versus having it on. Additional information received reported that the patient¿s health care provider (hcp) did not give them the information about not being able to have an MRI again after having the device implanted. It was noted that the patient still had the full implant installed.

Manufacturer narrative:
Intervention required should have been checked on the initial report.

Event description:
Additional information from the consumer reported therapy had not been effective since implant. He was having the device removed. Patient planned to see a new doctor on (B)(6) 2015 to discuss the explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after permanent implant, a patient had pain, usually during speed walking or power walking only. The patient indicated this was a result of pain he experienced during the trial.